Manufacturer narrative:
Block e1: it was reported that the physician's name is dr. (B)(6). Block h6: device code a0401 captures the reportable event of the metal wire was stuck in the ratchet during the procedure. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the trip wire loop was incorrectly secured to the post and slack was not pulled. The suture was returned cut, likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, the ligator head were returned without three elastic bands and in good condition. Microscope examination was performed, and it was possible to observe that the shank was broken and had drag marks. There was no evidence that the trip wire was secured in the handle post. A functional evaluation was performed by rotating the handle knob 180 degrees and an audible click was heard. No other issues with the device were noted. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). The visual assessment identified that the trip wire was not secured in the handle slot and the handle did not have evidence that the trip wire was previously secured. The IFU states, "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs. Secure trip wire in slot on handle unit". Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband device was connected onto an endoscopy device. It was noted that when the speedband device was locked, the metal wire was stuck causing deployment failure. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the speedband device was connected onto an endoscopy device. It was noted that when the speedband device was locked, the metal wire was stuck causing deployment failure. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.